Manufacturer narrative:
DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Manufacturer narrative:
(B)(4).

Event description:
The contact from the facility reported that the deltaplush coil (cpl10015130/(B)(4)) was stretched. There was no reported patient impact associated with this complaint. At the time of the initial contact the coil was available for return.

Manufacturer narrative:
The complaint coil was returned. The unidentified microcatheter and rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed through the returned packaging, it was found that the coil was returned unsheathed and protruding outside the distal tip of the green introducer. The coil was returned intact and undamaged. No coil stretching was found. No manufacturing defects were found. The complaint of the coil stretching cannot be confirmed. The coil was returned intact and undamaged with no coil stretching found; therefore the root cause of the coil stretching cannot be determined. In addition, it is noted that there was no complaint description of what occurred during the coil stretching incident. Based on the information and analysis, the event was not confirmed. The returned product passed testing and a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.